Manufacturer narrative:
Follow-up #1: date of submission 07/25/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/05/2016 with the following findings: investigation revealed that the keypad cover was intact and all keypad buttons responded normally to button presses. The keypad cover was removed and no defects were found to the button contacts. The pump casing was opened and no internal defects were found. The original complaint could not be confirmed or duplicated on investigation. Unrelated to the original complaint, investigation revealed the following: the battery compartment was found to be cracked; the bolus button cover had a hole in it; there was evidence of moisture corrosion on the bolus button contact. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2016, it was reported that the up arrow, down arrow, and ok keypad buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.